Manufacturer narrative:
The device history record for lot 30361647 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 18 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 03 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿patient came in for prg [percutaneous radiologic gastrostomy] placement. Placement of three studs to secure the stomach to the skin. During the second insertion of the dilator, one of the studs fell out. The radiologist then began to insert the button into the introducer. However, the other two studs fell out. The radiologist tried to insert the button into the stomach anyway and inflated the balloon. When he injected the contrast medium under radiological control, we could see that the medium had passed into the peritoneum instead of remaining in the stomach. The patient experienced very intense pain (10/10). Chemotherapy was postponed. The prg was not placed. The patient was at risk of peritonitis.¿ per additional information received on 12nov2025, ¿minor adjustments after attempted gastrostomy placement (minimal wall infiltration and a few pneumoperitoneum bubbles). C3 tpf [c3 tpf ] not performed due to an iatrogenic complication during the attempted prg placement.¿